Event description:
Procedure and patient sex: not known. Reportedly, the patient got burnt in the mouth after the device cable became loose. The electrosurgical unit that was used during the surgery was manufactured by conmed. There was no report on the degree of the patient burn or the treatment after the burn.

Manufacturer narrative:
It is always a concern when valleylab is notified of a product complaint. We as manufacture strive for excellence in constantly improving our products quality and surgical care. A more complete description of the incident described in the received report including relevant events prior to and subsequent to the actual incident has been sought (including additional patient status detail). The file would be updated when additional information is received.